Event description:
It was reported that the patient's implantable cardioverter defibrillator was found in backup mode due to hardware reset. No interventions were performed. The patient's condition was unknown.